Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date (B)(4) is approximately 1 year, 8 months old. The owner's manual part number 1143151, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the initial reporter; however, no further information has been obtained. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Technician reported he was asked to smooth out driving for the user. After changing turning speed, turn accelerator, forward braking, and tremor damping, there is an error message of "the (B)(4) does not show up in versions." There is no reported injury.